Manufacturer narrative:
Device will not be returned. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, pt's wife called to ask if her husband's alta plate and screw had been recalled. She said the pt is having bad pains and it dislocates. Pt has been having problems with this for years. Pt had a crushed hip and it was treated with a titanium rod (unk what rod or who made it.) The rod allegedly broke in half and split his leg bone in 2004."